Event description:
It was reported that the insulin pump alarmed no delivery during tubing fill. The caller did not know the blood glucose reading. The customer changed the infusion set, but the alarm occured again. Advised to replace the plunger and insulin did exit. Advised the customer to rewind. The customer successfully finished tubing fill, cannula fill, and bolus delivery without an alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)